Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer's blood glucose was 468 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.